Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery pack and contaminated) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to charge) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. Additionally, the battery connector was contaminated. The root cause for the excessive current was unable to be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger or battery pack.

Event description:
A us distributor returned a patient's battery charger and reported that the charger was unable to charge a battery pack and was contaminated. Additionally, a us distributor returned a patient's battery pack and reported that the battery pack was unable to charge.